Event description:
The patient with diabetes (pwd) reported a difficult night with elevated blood glucose levels exceeding 300 mg/dl. The pwd experienced a third line blocked alarm while using an infusion site placed on the upper buttocks. At that time, the pwd elected to change the cassette as well and noted the presence of an air bubble. After the cassette change, another line blocked alarm occurred. The pwd then changed the infusion site again, which resolved the issue. There was patient involvement/no harm reported. The line block alarms could cause occlusion in infusion line during use.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.